Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2317-50 serial #: (B)(4) description: infinion cx 50 cm lead the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was no longer working. It was also noted that the patient was having inadequate stimulation due to high impedances. The patient underwent a revision procedure wherein the ipg and leads were replaced per physician's preference. Device malfunction was suspected. The patient was doing well postoperatively.